Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the pump housing issue could not be verified.